Manufacturer narrative:
Block h6: imdrf device code a0205 captures the reportable event of packaging damaged/defective.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. Prior to procedure, it was noted that the sterile package was damaged. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.